Event description:
It was reported that the patient had been administered general anesthesia in preparation for a water vapor therapy procedure. During preparation for the procedure, after the initial 30 second priming, the needle in the delivery device failed to retract. The generator was turned off and the delivery device was set up again. However, the same issue occurred. The delivery device was replaced, and a second delivery device was opened. The same device issue occurred with the second delivery device. No error messages were received on the screen. The procedure was then cancelled. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.